Manufacturer narrative:
(B)(4). Recall:1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) did not charged/used her scs system for over 12 months. A sjm representative confirmed the ipg became inoperable. Surgical intervention was taken to explant and replace the ipg. Reportedly, effective stimulation was restored postoperatively.